Event description:
It was reported that (1) device was used during a laparoscopic herniorrhaphy. It was reported by the rep that the ems was fired 3 to 4 times, the device began to misfire. Approximately every other staple would either not advance, deploy a staple or would jam in the jaws and would need to be removed. Another instrument was used to complete the case. There was no consequence to the pt.